Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that he was charging every day almost since the beginning of implant. The patient reported that the implant was depleting every day. The patient was unsure of the settings. The patient reported that it had been going on for 6 months and then stated it had always been this way. No further complications were reported.

Event description:
Additional information was reported that the patient implant is still going down to zero in the morning. The patient said he charges every night and the clinical specialist said it was because he uses high settings, his healthcare provider (hcp) put the setting up high so he would get better relief. It was reviewed the patient could try recharging twice a day, the patient said he thinks it's ridiculous, but described spending the day with his ins charge level at zero. During the call the patient was charging his implant and reported getting, settings not available. It was reviewed that may be due to the fact that this ins charge level is too low to deliver that settings and recommended that he continue to charge. The agent tried to work with the patient to check his recharging setting/stimulation on/off and his group numbers however that proved too confusing. Eventually the patient reported he could see he was on group c and stimulation was on. The patient said c seems to help the most. The patient was successfully charging at the end of the call.